Event description:
The reporter indicated that the pt experienced an infection at the incision site following vns implant surgery. It was further reported that the site is properly healing at this time and the vns was activated. Review of manufacturing records for the pulse generator confirmed sterilization of device. The cause of the reported infection is unk; however, it is most likely due to the implant surgery.